Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 40 mg/dl. Customer stated that they were facing rewind error and had to rewind insulin pump multiple times. It was unknown if insulin pump on auto mode. Insulin pump received insulin flow block alarm. Device will not be returned for analysis.